Manufacturer narrative:
(B)(4): evaluation results (other) - evaluation of the returned product shows that the alarm has power but there is no alarm tone. The alarm case is damaged on the top left and bottom right corners. There are loose parts inside the unit. The battery door is damaged. The low battery indicator, power indicator and hold light are not working. Note: posey instructions for use has a warning statement "if the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed". (B)(4).

Event description:
The customer reported that the alarm has no power when tested with new batteries and a test strip. The customer detects no visible damage to the alarm case but when it is shaken, something inside the alarm rattles. There was no pt incident or injury reported. Inspection of the product found that the alarm powers on but has no alarm tone.